Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the patient was in cardiac arrest but was resuscitated successfully. The event was due to a lack of feedback from the device, which was related to a connection issue. During an onsite visit, the engineer attempted to recreate the reported fault but there was no observation of malfunction with the ip5. It was noted when the incident was reported, the expression mr monitor was not powered on, which was the cause of the lack of signal to the ip5. The customer indicated the ip5 did not contribute to the patient outcome. Based on this information, the device did not cause or contribute to the reported event. The issue is still under investigation.

Manufacturer narrative:
The customer indicated that the philips devices did not contribute to the patient outcome. The customer was utilizing the philips expression MRI patient monitor in conjunction with the expression information portal (ip5) device. The ip5 enables wireless communication (patient data transfer) from the expression MRI patient monitor (the host) to the ip5. The customer indicated that the ip5 did not display the patient vitals due to a lack of signal. During an onsite visit, the philips technical consultant attempted to recreate the reported fault but there was no observation of malfunction with the ip5. The expression mr patient monitor (host) was evaluated. The host has two power buttons : one for the dcu (display controller unit) and a second button for the wpu (wireless processing unit). The investigation determined that at the time of the event, the power to the dcu was turned on, but the power to the wpu was not turned on. In this state, the ip5 shows "no monitor found". The cause of the reported problem was the expression MRI wpu was not powered on. The reported problem was not confirmed. After powering on the wpu, the system was tested and performed as expected. Field b1 is corrected to "both". Field b2 is corrected to "required intervention".